Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently blood loss was noted. The tubing set was connected to a needleless adapter and was being used to deliver and unspecified antibiotic. After an unspecified length of time in use, it was reported that the nurse disconnected the male adapter of the tubing set from the needleless adapter. At this time, it was noted that a piece of the male adapter from the tubing set remained in the needleless adapter. The needleless adapter remained in the open position and an unspecified volume of blood loss was noted. The needleless adapter and tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.